Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sion blue. Guide catheter: launcher ebu35. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the proximal circumflex coronary artery that was mildly tortuous, mildly calcified and 99% stenosed. After the lesion was successfully dilated, a xience alpine 2.5 x 38 mm stent delivery system (sds) was advanced toward the target lesion and crossed. When an attempt was made to retract the device to adjust the stent position, the sds met strong resistance with the anatomy and had difficulty being retracted. After being repeatedly pushed and pulled on, the sds was finally removed from the patient anatomy with resistance felt. Upon removal, stent flaring was noted at the proximal edge. The device was replaced with non-abbott stent system which also failed to cross and was finally replaced with a xience alpine 2.5 x 33 mm, which was advanced to the lesion along with non-abbott child catheter and the stent was successfully implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Correction: the proximal circumflex artery was moderately tortuous and heavily calcified, not mildly tortuous and mildly calcified as previously reported. No additional information was provided.